Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was not reproduced. However, inspection found a loose adapter. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, important information ¿ please read before use: [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. The root cause of the reported event cannot be identified. Olympus will continue to monitor complaints about this device.

Event description:
It was reported the device exhibited an "abnormal image" . The issue occurred at preparation for use/prior to sedation for a diagnostic laparoscopy.the intended procedure was completed using the same set of equipment . There was no patient impact in this reported event. No harm reported.